Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass procedure, while creating pouch, the staples did not form properly. The device was stuck at the proximal level which results to a staple line proximally incomplete. Another reload was used to complete the case and resolve the issue. There was no patient injury.